Manufacturer narrative:
(B)(4). Concomitant devices - catalog #: peg fully threaded, locking 2.5mm x 10mm 131212610 lot #: 051470, peg fully threaded, locking 2.5mm x 14mm catalog #: 131212614 lot #: 367030, peg fully threaded, locking 2.5mm x 14mm catalog #: 131212614 lot #: 863880, peg fully threaded, locking 2.5mm x 16mm catalog #: 131212616 lot #: 479470, peg fully threaded, locking 2.5mm x 18mm catalog #: 131212618 lot #: 971190, peg fully threaded, locking 2.5mm x 20mm catalog #: 131212620 lot #: 311690, drill bit f.a.s.t. 2.0mm catalog #: 231201301 lot #: 544190, coronoid plate catalog #: 851318500 lot #: 264300. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a surgical procedure to treat a fractured proximal ulna, the tip of the screwdriver fractured inside the patient's body. The fractured portion of the driver was unable to be retrieved and remains in the patient. There is no information available to confirm whether the surgeon plans to revise or treat the patient. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device reveal the distal driver tip fractured. No tip was returned for examination. The driver has typical superficial wear marks, consistent with a used surgical instrument. The distal fracture surface has fracture artifacts that are consistent with a rotational shear fracture, with all 4 corners rounded. Material composition analysis confirmed that the device was manufactured of a material conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.